Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the ltv 1200 is having an o2 pressure error. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Result of investigation: service technician was unable to confirm the reported problem by the customer. All tests were performed using a well-known test ac adapter and patient circuit. The troubleshooting final test was completed with a positive results. Many alarm and ventilation functions are included in the troubleshooting final test. Root cause of failure was not reproducible. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.